Event description:
Caller reported that patient swtiched to her back-up device and has been experiencing erratic blood glucose levels (40 mg/dl to 500 mg/dl). Caller was advised to have patient switch back to her original device. Patient was contacted for follow-up and her blood glucose level went down to (~200 mg/dl).